Manufacturer narrative:
Device was used for treatment, not diagnosis. Mathys stratec manufactured the 95 degrees condylar plate ¿ p/n 237.74, and lot 2141 (the device history record and label lot is xxx2141). The parts were inspected and found conforming to incoming final inspection sheet 237if62, revision ¿ao¿ ((B)(4) 1997 for 2 receipts of this lot). Both receipts of this lot were released (B)(4) 1998. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient implanted on (B)(6) 2013 with a plate and had an issue with the plate and a nonunion. No further information has been provided this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a revision surgery due to a broken plate and a nonunion. The plate was initially implanted on (B)(6) 2013 it is unknown why the plate was initially implanted. The broken plate was removed on an unknown date. It is unknown if patient was revised to any other hardware. The broken plate was removed easily without additional medical intervention. There was a fourteen to thirty minute delay in the procedure; the procedure was completed successfully.